Manufacturer narrative:
Product analysis: sluggish performance and error code were confirmed. The issues were attributed to the main printed circuit board (pcb) being out of specification. The pcb was replaced. Power supply overheat message was confirmed, and attributed to the power source being out of electrical specification. The power source was replaced. A keyboard hinge was found to be broken, and was replaced. The hard drive was replaced, the software was reloaded and updated, and the device passed all final functional and systems tests. (B)(4) .if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer exhibited sluggish device interrogation and printing. It was further reported that the programmer displayed an error screen. The programmer power was cycled, allowing device interrogation to complete, without reproducing the error. It was further reported that, after the session was ended, the programmer displayed a message indicating that it had overheated. The programmer was returned for service. No patient complications have been reported as a result of this event.